Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product involved with this complaint to perform failure analysis. The master tool manipulator (mtm) was installed on a golden system where the 23025 error was triggered indicating fault on axis 1. The mtm was then installed onto a patient fixture test platform (pftp) where it failed on axis 1 at power-up. Once testing was completed, the axis 1 motor and axis 1 motor cable were tested and verified to be the source of the fault. The logs also confirmed error 23025 indicating an encoder quadrature fault on axis 1.

Event description:
It was reported that during a da vinci-assisted appendectomy surgical procedure, the customer contacted the technical support engineer (tse) and reported a repeating 23025 error. The system had since been powered off and the customer was not with the system. Customer requested the system to be inspected. Tse confirmed the error occurred multiple times. Customer called and informed they cannot proceed for their next procedure without the da vinci system. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.